Manufacturer narrative:
The vasport (vp150) is a device that was mfg by (B)(4). In (B)(4) 2010, sorin group USA acquired (B)(4). It was reported that a vp150 catheter was found broken off in a pt during removal of the device. The catheter had been in the pt, who had breast cancer, for at least eighteen months or longer. The hospital has retained the product. The vp150 has not been returned for eval. Photographs were sent showing a break in the catheter line. Since the physician did not perform x-ray or ultrasonic photographing before the surgery, it is unk if the vp150 was broken off in the pt prior to surgery or if the break occurred during removal. (B)(4) mfg operations have been discontinued. Mfg personnel are no longer available. Without the physical device for eval, the root cause of the break can not be determined. No further action is necessary. There was no report of pt complication due to the incident. The facility reported that the device broke off in the pt. This medwatch report is being filed as a result of this report.

Event description:
It was reported that a vp150 catheter was found broken off in a pt during the removal of the device. The physician did not perform x-ray or ultrasonic photographing before the surgery. It is unk if the vp150 was broken off in the pt prior to surgery or if the break occurred during removal. There was no report of pt complication due to the incident.